Manufacturer narrative:
(B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event of acute sinusitis, deemed not device related, is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported that a patient was injected with 2ml juvéderm® volift¿ with lidocaine into the nasolabial folds, chin (c6), and oral commissures, juvéderm® ultra 2 into the vermillion border, and juvéderm® voluma® with lidocaine in cheeks. Two months later, patient had acute sinusitis, deemed not related to the device, and presented with swelling in the area where juvéderm® volift¿ with lidocaine and juvéderm® ultra 2 were injected. Patient was treated with penicillin 250mg for 5 days, flucloxacillin, doxycycline 20mg for 10 days, a tapering dose of prednisolone for 12 days, and hyalase®. Symptoms ongoing. This is the same event and the same patient reported under MDR ID # 3005113652-2022-00054 (allergan complaint #(B)(4)) and MDR ID # 3005113652-2022-00053 (allergan complaint # (B)(4)). This MDR is being submitted for the suspect product, juvéderm® voluma® with lidocaine.

Event description:
Additionally, it was reported that patient was treated with steroids and symptoms have completely resolved.